Event description:
On (B)(6) 2015, the patient contacted animas and alleged they had been running high blood sugars all day, greater than 400 mg/dl. During the call, the patient was vomiting and had diarrhea. Customer support called emergency medical services for the patient. This complaint is being reported because the patient experienced hyperglycemia and animas was unable to discount the pump has a cause or contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.